Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the lead exhibited oversensing and noise. The lead was not implanted, and was replaced.